Manufacturer narrative:
Device evaluation summary: during field service the reported issue of the external motor drive having a broken cable was verified during service. The service technician found that the motor was running at maximum if the cable was touched. The instrument was sent to the service depot for further service. The broken cable was not verified during depot service. During the depot service it was noticed that the work positioner assembly was missing. The issue was resolved by replacing the work positioner assembly and magnet cover. Preventive maintenance was performed per specifications. Additional information b5: medtronic received additional information that there was no damage to the bio-console 560 instrument and no repair is needed. No further action required. Correction b5: use of the instruments was unspecified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.additional information.medtronic received information that prior to use of a bio-console 560 instrument and external motor drive instrument , it was reported that the bio-console 560 had an error code 52 (sc mpu mc speed control gain soft error) and the external motor drive had a broken cable and was locked so could not be used. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Device evaluation:the reported broken cable problem was verified during service. Service technician found that motor running at maximum if cable is touched. Note:instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center.device evaluation not yet complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 had an error code 52 (sc mpu mc speed control gain soft error) and the external motor drive instrument had a broken cable and was locked so could not be used. The use of the instrument was unknown. There was no adverse patient effect reported with this event.